Manufacturer narrative:
The impella device was received from the customer on 14-mar-2024 and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Biomed reported; I would like to send in aic (B)(6) for service. The controller can¿t be turned on and is emitting constant muffled beeping noise.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The console was for investigation. The reported complaint (unexpected shutdown) was confirmed by review of the data logs but could not be reproduced through testing. The root cause was not conclusively determined. D2 common device name was revised on manufacturer device report 1220648-2024-08579 in accordance with updated procedures. D4 model number was corrected from initial manufacturer device report 1220648-2024-08579 e2 health professional was corrected from initial manufacturer device report 1220648-2024-08579 e3 occupation was corrected from initial manufacturer device report 1220648-2024-08579 f6/f8-should have been left blank on manufacturer device report 1220648-2024-08579 g1 reporting contact email revised on manufacturer device report 1220648-2024-08579 in accordance with updated procedures.